Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown biomet modular taperloc femoral stem, lot #unknown; item #unknown, unknown biomet vision ringloc acetabular shell w/ plugs/ 56mm porocus coated liner size 24, lot #unknown; item #unknown, unknown biomet ringloc acetabular liner 36mm hi-wall, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02396, 0001825034-2019-02398.

Event description:
It was reported that a patient had a total hip replacement surgery. Subsequently, approximately seven years post op the patient was being considered for revision surgery due to pain, swelling, adverse local tissue reaction, migration, mental injuries and permanent vision impairments. Additional information has been requested however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative records noting shifting of the hip causing it to rub against bone. Patient underwent a revision for toxic levels of cobalt and chromium debris, tissue and bone destruction, pain, swelling, and altr. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed without product identification. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient started experiencing left hip pain, swelling, altr, elevated metal ion leves, and visual impairment approximately 8 years post implantation. Approximately 3 years later, the patient underwent a revision surgery for placement of an antibiotic spacer. The second stage revision has not occurred to date. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision surgery due to alleged migration of the hip resulting in pain, swelling, altr, metal debris, elevated metal ions, mental injuries, and permanent vision impairments. No additional information is available at this time.

Manufacturer narrative:
The event occurred in (B)(6). Concomitant medical products: ref 103532 lot 262950 screw 6.5x25mm, ref 103532 lot 262900 screw 6.5x25mm, ref 103206 lot 268690 femoral stem 12.5x145, ref 135256 lot 998450 ringloc shell 56mm, ref xl-105914 lot 188390 liner. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The event occurred in (B)(6). Concomitant medical products: ref 103532 lot 262950 screw 6.5x25mm, ref 103532 lot 262900 screw 6.5x25mm, ref 103206 lot 268690 femoral stem 12.5x145, ref 135256 lot 998450 ringloc shell 56mm, ref xl-105914 lot 188390 liner. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.